Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device charged energy on its own before the clinician put the pads on the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.